Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. Siemens reviewed the files that were provided by the customer and determined that there was no indication of a reagent malfunction. A customer service engineer (cse) was dispatched to the customer site and found that the reagent arm 2 (r2) alignment needed to be corrected. The cse ran r2 align test and replaced the aliquot probe that had a nick in the outer cover of the probe. The cse performed checks and alignments with no further issues, and ran a quick check with no further issues. Co2 was recalibrated and quality control (qc) was within specification. Both, the active and parallel lots of qc were run and they were within specification. The cause of the discordant, falsely low co2 results was due to a nick on aliquot probe and the reagent arm improper alignment. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. The initial discordant results were reported to the physician(s) and they were questioned. The samples were repeated on a different dimension vista instrument and higher values were obtained. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide results.